Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional (valve implantation) procedure. Reportedly, during placement, it was not possible to move the threats (threads). The device was removed and a second prostar xl device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.